Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was not emitting and alarm to notify that the insulin supply was low. There was no allegation of an adverse event. This complaint is being reported as the issue may lead to an adverse event if the user is not aware the insulin supply is low.